Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s ilet pump developed a large crack in the display screen shortly after training, with the patient denying any drop or impact, and a replacement was initiated. Symptoms included no change in blood glucose and no other health effects. Outcomes included continued use without alarms or clinical impact and device replacement. Investigation included customer service assessment and collection of user reports and images. Investigation of this device revealed physical damage localized to the screen/display component consistent with a cracked or broken display, with no evidence of functional malfunctions or alerts. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an unknown external force.